Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.6 and h.10. No sample was returned to manufacturing for evaluation. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the reported batch that would have contributed to this complaint. One additional complaint has been received for this lot code/complaint type. Root cause cannot be determined based on current available data with no sample received. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that viscoelastic product was used during a cataract surgery after which the patient experienced toxic anterior segment syndrome (tass). Additional information has been requested.